Event description:
It was reported that the patient presented for a remote follow up via merlin.net with an atrial lead that exhibited lead noise. Additional information was requested, but not received.